Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was critical override. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d medical device catalog, unique identifier (UDI), medical device serial, medical device model, concomitant med prod data & section h device manufacture date. Upon investigation of the actual device used in this incident, it was determined that the medstations were on critical override. A technical support specialist (tss) dialed into the server and performed a series of diagnostic queries. There the tss confirmed that no cce (cloud control environment) messaging was stuck in the pool and identified that 14 stations were in "syncdelayed" status while another 14 were in manual status. Upon checking sync info 2.0 in pes (pyxis enterprise server), the tss found all profiled stations were in critical override mode. The tss then accessed one of the affected stations, icuc, reviewed the bd datasync log, and ran powershell commands to test connectivity to the server ports, which failed. They attempted to update the system time and add dns (domain name system) entries to the network adapter, but the issue persisted. The tss communicated the findings to the customer via email and spoke with the customer, who acknowledged the issue and planned to escalate it to their it (information technology) team. Later, the tss revisited the server and discovered that the bd sync and bd external messaging services were disabled. They re-enabled and restarted both services. After logging back into pes and checking sync info 2.0, they confirmed that all stations had resumed syncing with the server using the latest date and time. The system functioned as intended after the technical support specialist troubleshoots the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was critical override. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.